Manufacturer narrative:
Analysis of the pump revealed no device anomaly. Analysis of the catheter revealed no device anomaly.

Manufacturer narrative:
Catheter: model 8709 lot# j0056621r, implanted: 2000 (B)(6), explanted: 2012 (B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the drug withdrawn at refill appointment was cloudy in appearance. It was reported that the refill healthcare provider (hcp) sent cloudy medication for analysis. Results came back that medication had white blood cells, no red blood cells and no organism seen. The pump and catheter were replaced, during surgery the device pocket was "virtually clean." It was also noted that the refill physician and nurse were "very experienced" and it was "assumed they follow protocol" and use filter to refill. The system was to be sent back for analysis. It was noted that the patient had "some" headaches which "may or not have anything to do with the pump." It was also noted, the patient had no injury, recovered without sequelae, and "seemed to be doing fine upon discharge." The device system was used to infuse morphine and baclofen. A follow-up report will be sent if additional information becomes available.